Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical. However it was indicated by the customer that the battery was depleted causing the device not to power up. A replacement battery was shipped to the customer and resolved the reported malfunction. The suspect battery was returned to zoll medical on another claim and the battery was found to be depleted. Therefore, for this claim, the device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.